Manufacturer narrative:
Device not returned

Event description:
It was reported that air bubbles were observed within the cannula. Customer¿s blood glucose level was 300 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.